Event description:
Heat pack exploded on nurse when trying to activate the pack. Nurse indicated he was squeezing the pack as indicated and it burst open spilling contents on his hands, clothing, and the floor.